Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized following orthopedic surgery and expired while asleep. The device undersensed vf episode, failed to deliver therapy and ultimately resulted in patient death. Upon review of the session record, there is some ventricular undersensing during the episodes. The undersensed signals are very small and are following larger signals so the sensing is not adapted fast enough. Vf detection is programmed to 25 intervals which delays the vf diagnosis. No other anomalies were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.